Event description:
A customer reported experiencing bleeding upon applying the adc sensor to her arm. The customer experienced pain, and discomfort, subsequently feeling hypoglycemic and dizzy due to the bleeding. The customer had contact with her healthcare provider who applied ice packs to the sensor site and provided orange juice for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.